Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that after surgery the same ins program and voltages were loaded onto the new battery and controller that were in the previous unit, this contributed to the battery seemingly losing charge faster than the previous. The patient noticed the battery voltage was rapidly going down, so they changed to program b with lower voltage and this dramatically reduced the battery depletion. The issue was not resolved, however, because despite the slower rate of depletion they were still worried that the battery was defective and would not last.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was concerned because their battery had already gone from 3.14 v at implant to 3.04 v currently. The patient was to follow-up with healthcare professional (hcp) to discuss longevity. No patient symptoms were reported as a result of this event. Follow-up information was received from the patient on (B)(6) 2017 reporting that they did not like their initial program. The patient reported that they had more difficulty with stiffness and controlling their body. The patient also reported that it seemed like the battery was losing charge faster while programmed at 3.14v. The patient reported that they were much more comfortable with the 3.04v programming. No further patient complications have been reported as a result of this event.